Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported fever, nausea, vomiting, malaise and bacteremia as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately four years and six days post a port placement through right internal jugular vein for frequent intravenous access, the patient complaints of fever, nausea, vomiting and general malaise. It was further reported that the patient was diagnosed with bacteremia. Reportedly, the port was removed and new port was implanted. However, the current status of the patient was unknown.